Manufacturer narrative:
After replacing the valve guide and coil, the tech replaced the hydraulic manifold due to contamination in the fluid to repair the bed.

Event description:
Info received indicates the head section is not lowering.